Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports, the patient's quinton swan neck pd catheter tubing developed a hole at the end of the adapter site. The patient required prophylactic antibiotics.